Event description:
It was reported that externalized conductors were seen via fluoroscopy during a routine visit. There were no electrical anomalies. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.